Event description:
It was reported that the introducer got stuck inside the tube when the tube was inserted into the patient. The tube and introducer had to be removed from the patient and a new tube and introducer inserted into the patient. The introducer was removed from the tube when it was not in the patient. The issue was that the plastic coating on the introducer had moved and got lodged over the tip of the introducer. The event took place at the patient home and the product was handled by a trained parent of the patient. There was patient involvement and no patient harm/unknown adverse event reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H# and h6 - updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem could not be duplicated. The complaint is not confirmed. A review of the device history records could not be completed as no lot number was provided by the customer.